Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), the valve could not be inserted through the sheath into the left femoral artery. The liner tore and the valve became trapped in the left external iliac artery. The patient was transferred to surgery to remove the system. The patient is still hospitalized because a procedure through alternative access is rescheduled as soon as the infection of the scarpa has resolved.

Manufacturer narrative:
As the affected device was not returned, the investigation was limited to review of DHR, review of physician training and IFU, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations. DHR review was performed for the components that are the most relevant to this complaint event and did not reveal any issues that could have contributed to the reported event. Review of lot history for the related lot revealed no other complaints for ¿sheath shaft - liner torn¿, ¿sheath shaft - resistance with delivery system, bc¿, and ¿sheath shaft - withdrawal difficulty¿. No IFU/training deficiencies were identified. Review of complaint history from february 2016 to january 2017 revealed similar returned complaint devices for the 16f edwards expandable introducer sheath set (model #s: 916es, 916esa, 916esj, and 9610es16) for ¿sheath shaft - liner torn¿. Review of complaint history revealed that the occurrence rate did not exceed the january 2017 control limits for this trend category ¿damaged¿. Therefore, no corrective or preventative action is required. Review of complaint history from february 2016 to january 2017 revealed similar returned complaint devices for the 16f edwards expandable introducer sheath set (model #s: 916es, 916esa, 916esj, and 9610es16) for ¿sheath shaft - resistance with delivery system¿. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category ¿resistance between devices¿. Therefore, no corrective or preventative action is required. Review of complaint history from february 2016 to january 2017 revealed similar returned complaint devices for the 16f edwards expandable introducer sheath set (model #s: 916es, 916esa, 916esj, and 9610es16) for ¿sheath shaft - withdrawal difficulty¿. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category ¿withdrawal difficulty¿. Therefore, no corrective or preventative action is required. During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. During product verification testing of five (5) samples sheaths, the liner was visually inspected pre- and post-expansion testing. These manufacturing mitigations support that it is unlikely that manufacturing non-conformance was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported events) not being returned for evaluation, the complaint of ¿sheath shaft ¿ liner torn¿ was unable to be confirmed. Due to the unavailability of the device, functional testing and dimensional analysis were unable to be performed. However, a review of the DHR, complaint history and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Previous complaints have identified patient and/or procedural factors could contribute to the complaint of ¿sheath shaft-liner torn¿. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can then potentially catch onto the liner, propagating into a tear. Compatible balloon device not being completely deflated when being removed from the sheath can damage the liner. The pull force required to retrieve the partially deflated balloon could lead to tearing or weakening of the sheath liner. However, a definite root cause was unable to be determined at this time. Due to the device and/or applicable photographs (relevant to the reported events) not being returned for evaluation, the complaint of ¿sheath shaft - resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the device, functional testing and dimensional analysis were unable to be performed. However, a review of the DHR, complaint history and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Per the training manual, during delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity, degree of calcification and previously implanted graft in the patient access vessel. The aforementioned factors may restrict the ability of the esheath to expand, which could lead to a difficult pathway to advance the delivery system through sheath. In addition, other procedural factors such as improper flushing / wetting of the devices, incomplete / misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, result in difficulty inserting through the sheath and contribute to resistance observed. However, a definite root cause was unable to be determined at this time. Due to the device and/or applicable photographs (relevant to the reported events) not being returned for evaluation, the complaint of ¿sheath shaft ¿ withdrawal difficulty¿ was unable to be confirmed. Without the device returned for evaluation, functional testing and dimensional analysis were unable to be performed. However, a review of the DHR, complaint history and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Previous complaints have identified patient and/or procedural factors that could contribute to the complaint of ¿sheath shaft-withdrawal difficulty¿. Vessel tortuosity and/or sub-optimal removal angles can lead to non-axial alignment in the retrieval of the delivery system, causing resistance. Residual liquid volume in the balloon during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. However, a definite root cause was unable to be determined at this time. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, no corrective / preventative actions are required. Since a product non-conformance was not able to be identified, and the reported failure modes do not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. Due to the device and/or applicable photographs (relevant to the reported events) not being returned for evaluation, the complaints of ¿sheath shaft ¿ liner torn¿, ¿sheath shaft - resistance with delivery system, bc¿, and sheath shaft ¿ withdrawal difficulty¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for the trend categories for complaint codes; ¿sheath shaft ¿ liner torn¿, ¿sheath shaft ¿ resistance with delivery system, bc¿, and ¿sheath shaft ¿ withdrawal difficulty¿ did not exceed the january 2017 control limits, therefore, no corrective / preventative actions are required at this time.